Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to pain where the humeral head and taper adapter were removed and replaced. During the revision procedure, the polyethylene bearing would not lock into the tray. After multiple attempts, the surgeon impacted the bearing using the tray impactor and an assembly puck. The bearing was damaged during the assembly and a new bearing was opened and used to complete the procedure with no further complications.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to pain. During the revision procedure, the polyethylene bearing would not lock into the tray. After multiple attempts, surgeon imported with tray impactor and assembly pack. The humeral head and taper were removed and replaced.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014. During the revision procedure, the polyethylene bearing would not lock into the tray. After multiple attempts, surgeon imported with tray impactor and assembly pack.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.